Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to contact their healthcare provider regarding a backup method of insulin therapy.